Event description:
Customer stated she was having problems inserting her sensor. When she tried to remove the needle from the sensor, she was not able to do so. The sensor did not recognize that the transmitter was connected. The customer's blood glucose level was 176 mg/dl. She believes that the sensor cannula has broken in her body on the left side of her abdomen and that it broke while she was trying to remove the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.